Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low tina-quant lipoprotein (a) gen.2 results for two patient samples out of a run of seven samples. Patient 1 initial result was 53.4 nmol/l. Patient 2 initial result was 6.4 nmol/l. These results were reported outside the laboratory. The doctor complained about the two results because they weren't in line with the patients' conditions. All the samples for that day were repeated, and only the results for these two samples were different. Patient 1 repeat results were 281.8 nmol/l with a data flag and 399.8 nmol/l. Patient 2 repeat results were 283.6 nmol/l with a data flag and 362.6 nmol/l. The patients were not adversely affected. The reagent lot number was 61582101 with an expiration date of 10/31/2016. A general issue with the reagent or calibration material was not suspected based on review of the provided calibration and qc data and the matching values for the initial and repeat results for several other samples. Most likely a preanalytical issue such as a sample preparation or centrifugation issue or a maintenance issue is the root cause.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided and the samples were not available for further testing. The provided analyzer alarm trace indicated abnormal probe aspiration before and after the measurements in question high dose hook-effect should not occur up to a lipoprotein (a) concentration of 450 nmol/l. Therefore, the high concentration of analyte was not likely to have caused the initial low results. It was also possible that the samples were mixed up, which would explain why initially there were low results without flag while rerun results were high. As calibration and qc results seemed ok and several other patient samples had well matching values in the initial and the repeat testing, a general issue with the reagent and calibrator material was not the most likely root cause. Potential interference for icterus, hemolysis, lipemia and rheumatoid factors could not be ruled out as there was no information available about the sample characteristics. Gammopathy interference may be the root cause, but no information was available about the medical condition of the patients.